Event description:
The clinic reported that a laser vision correction patient presented with residual astigmatism 3 months after lasik of high cma. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Patient reported symptoms are not interfering with daily activities. No secondary surgical intervention required. Bcva from (B)(6) 2015: right eye pre-op 20/20 -2.25 x -3.25 x 6, left eye pre-op 20/20 -2.75 x -3.00 x 5. Bcva from (B)(6) 2015: right eye post-op 20/20 .00 x -.25 x 105, left eye post-op 20/20 .00 x -1.00 x 125.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
In the initial report it was mentioned cma and it stands for compound myopic astigmatism. Placeholder.